Event description:
It was reported to philips that the allura system motorized movements were not available. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, there was geo ipc communication time out. The field service engineer inspected the system onsite and replaced the geo ipc, installed the operating system and the application. After the troubleshooting the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by restarting the system. Field service engineer (fse) inspected the system onsite and confirmed that there were no geometry movements and issue occurred several times, sometimes during the start-up and sometimes during use of the system. A review of the system logfiles fse found that there was an geo ipc communication time out error. Fse replaced geo ipc and installed software and application. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.